Manufacturer narrative:
The devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently blood loss was noted. The tubing sets were being used with power injectors to deliver unspecified iodinated contrast media at rates of 3ml to 6ml/second during CT angiography scans. After unspecified lengths of time in use, it was reported the option loks loosened from the pts' catheters and unspecified amounts blood and contrast media leaked. The customer contact reported that either the tubing sets were retightened or replaced and the scans were completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.